Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. The patient's c1 device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.